Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2008. Upon scheduled follow-up, the message "invalid memory parameters" appeared upon interrogation. The following info was missing and could not be retrieved from the ICD memories: 24th heart rate curve. Autosensing histograms. Arrhythmia episodes, although 1 vf episode (treated with shock) was noted on the overview screen (reportedly, this vf episode was certainly related to the indication procedure at implant).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files rec'd. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Final analysis - 07 apr 2009. Further analysis of the expertise files revealed that the altered parameter (related to holters status) had an unexpected value upon interrogation. As a result, holters were off. This indicates that aida programming was most probably interrupted during previous follow-up, when the programmer was updating these parameters or their related error detection codes. Holters were off during all the follow-up period, therefore only statistics and arrhythmia & therapy history were updated. The origin of this incorrect parameter value remains unk; however, this was not a permanent behaviour of the implanted ICD. This ICD can remain implanted and no further action is needed.